Event description:
A malfunction was reported by the customer on the pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Corrective actions included resetting the pump with assistance from technical support, and the customer was instructed to continue using the pump and to call back if the malfunction code recurred.